Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 600 mg/dl due to waiting too long to change out insulin. The customer reported that she boluses right before a meal. Customer stated that they did experience some lows because of not knowing and did not have smart guard features on in manual mode. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.